Manufacturer narrative:
The customer reported a breach in the transformer housing, which is a safety risk. A replacement power supply was sent to the customer. F/u with the customer is ongoing and incomplete. Should add'l info or the original device be rec'd resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported that the power adapter for her pump in style device was broken and the inner coils were out of the transformer housing.